Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a pod site reaction causing redness and open wounds while wearing the pod on the insertion site abdomen between 5 and 24 hours. Symptoms included skin irritation and redness which persisted despite the use of various skin preparation products. On (B)(6)2026, the patient sought medical attention during a routine healthcare provider appointment. No diagnosis was provided. The healthcare provider supplied trial products, including a barrier spray, an under patch, and cavilon cream, to help manage the skin reaction. The barrier spray and under patch reportedly had no effect, and the patient subsequently began using the cavilon cream. The pod site was described as having redness and an open wound upon pod removal. The patient remained under observation for ongoing pod site reactions. No changes in blood glucose levels were provided. A new pod was successfully applied. No further information was provided.